Event description:
At an unknown time an acumed polarus screw backed out of the implanted rod when the cap came undone inside the patient. The rod is still implanted in the patient; the cap and screw were removed from the patient and discarded.

Manufacturer narrative:
Additional medical device reports submitted related to this event are:3025141-2011-000363025141-2011-00038